Event description:
It was reported that while delivering compressions, platform stopped compression without warning. Two batteries were tried with the same result. Manual CPR was administered. No adverse event reported. Autopulse sn (B)(4): MFR report # 3003793491-2013-00297; battery #1 sn (B)(4): MFR report # 3003793491-2013-00298; battery #2 sn (B)(4): MFR report #: 3003793491-2013-00299; battery #3 sn (B)(4): MFR report # 3003793491-2013-00300; battery #4 sn: (B)(4): MFR report # 3003793491-2013-00301.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.